Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two ipgs as a part of two separate scs systems. This report is regarding the ipg for a peripheral nervous system. It was reported the patient experienced discomfort due to location of the ipg. Consequently the ipg was explanted, replaced and relocated which resolved the issue. Reportedly, the ipg was electively replaced.